Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked. This occurred during fill one of four of peritoneal dialysis therapy when the patient was connected. It was further reported the leak was "right before where the pt line connects to the transfer set". The caregiver (cg) stated that they already disconnected the patient and disposed of all the supplies. The cg requested assistance with set up of new supplies. Renal therapy services (rts) assisted the cg with ending the therapy early procedure. There was no patient injury or medical intervention associated with this event. No additional information is available.